Manufacturer narrative:
Device eval: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed the pump displayed the following event: 0916> error - 1821 -(B)(6) 2013 1:24:00 pm reported in the event log. Functional testing involved simulated use and event log review. The pump displayed lec 1821 on power up and the event log verified one occurrence of 1821 alarm. The pump was opened and the optical switch was inspected and no discrepancies were found on the optical switch. The optical switch was replaced as a preventive measure due to the recorded error. Based on evidence and investigation, the complaint allegation of error code 1821 was confirmed. The problem source is listed as unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed error code 1821. No known adverse effects to patient.